Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that 2 days after implant, the patient experienced extracardiac stimulation caused by the left ventricular (lv) lead. It was noted that the patient experienced weakness, dizziness, lack of energy, and low blood pressure. Additional information reported the patient having meralgia paresthetica caused by the cardiac resynchronization therapy defibrillator (crt-d) implant procedure. Reprogramming was done, which resolved the stimulation. The device and lead remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.